Event description:
It was reported that the instrument tracker was missing a screw where the battery attaches during sterile processing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the instrument tracker was missing a screw where the battery attaches during sterile processing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was discarded by the manufacturer following evaluation.